Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Customer had elevated blood glucose (bg) levels in the high 200 mg/dl range. Customer addressed elevated bg levels with injections. Reportedly, the customer received a cartridge change error while attempting to reload the cartridge onto the pump. Customer was able to successfully load a new cartridge onto the pump. In addition, it was reported that the pump time was inaccurate. Customer stated they do not know how the pump time became inaccurate, and declined troubleshooting with tandem technical support.